Event description:
It was reported that syringe 5ml ls emerald tip was fractured. The following information was provided by the initial reporter: a new syringe was inserted into a needle-free connector connected to an arterial line, to aspirate arterial blood. On insertion, the luer tip fractured and came completely apart from the syringe, remaining in the needle-free connector.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2011217. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer. Through inspection of the picture, the tip of the syringe was found broken. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects syringes with signs of damage. Root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter facility: (B)(6) a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls emerald tip was fractured. The following information was provided by the initial reporter: a new syringe was inserted into a needle-free connector connected to an arterial line, to aspirate arterial blood. On insertion, the luer tip fractured and came completely apart from the syringe, remaining in the needle-free connector.